Manufacturer narrative:
The device was evaluated. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, degradation problems identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the tracheal intubation fiberscope connecting tube insertion section has coating peeling . There was no patient involvement.